Event description:
It was reported that insulin gauge on pump displayed amount different than expected, showing 80 units instead of caller¿s expected 268 units and remaining stuck at 80. There was no reported impact to the customer¿s blood glucose level. Customer continued to use same cartridge and supplies until scheduled 3-day site change reminder, received information from technical support, and was advised to call back for troubleshooting if issue recurred, which caller understood and acknowledged.